Manufacturer narrative:
Additional information h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported flow test failure which was reproduced. Evaluation performed flow testing at 40 ml/hr and 125ml/hr for 1 hour. The results were -0.89 and -7.27 respectively (value of -7.28 is outside acceptable 5% range). The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'speaker had low or no audio' which was confirmed during evaluation. Visual inspection determined the cause to be a damaged speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a low or no audio distortion speaker and flow test failure during testing at the biomed service department. There was no patient involvement. No additional information is available.